Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient reported that they experienced a cgm accuracy issue which occurred 8 days after sensor insertion into the abdomen. On (B)(6) 2024, the patient began to ¿feel low¿. The patient¿s cgm was reading 89 mg/dl, and the bg meter was reading 36 mg/dl. The patient was wearing a tandem insulin pump. The patient began to feel shaky, had a seizure, and then lost consciousness. As a result of the seizure, the patient hit her elbow on something, and she had left elbow and shoulder pain afterwards. The patient¿s son called emergency medical services (ems). Ems arrived and the patient was treated with oral glucose gel, juice, and a ¿bar¿. She was transported to the emergency room (ER). At the ER, the patient was treated with an unspecified medication for nausea, ibuprofen, tylenol, and potassium. The patient was discharged home after approximately 6 hours. The patient was tired but ¿felt better¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.